Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was unknown. Customer reported that screen starting to disappear, getting black lines and top half of the screen was all black. Customer stated the insulin pump was neither dropped nor bumped. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. No unexpected missing segments/partial display or lines across the display noted during testing. However, device alarmed pump error 63 during self test and confirmed in insulin pump history due to broken trace on keypad assembly.